Event description:
Note: date of event is unk. It was reported to boston scientific corporation that a contour ureteral stent was to be used during an unknown procedure. According to the complainant, while unpacking the device, it was noted a hole was in the stent. The procedure was completed successfully with another contour ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwach will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).